Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. Photographs were sent that show the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5090310. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 4.5 ml bd vacutainer® citratetube, 13 x 75mm was missing a label. No injury or medical intervention.